Event description:
It was reported the device failed force verification pressure test. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. Based on the findings, service determined that the proximate cause of the reported issue was due to mechanical failure of the carriage assembly - tube drive bent. A review of the device history record for sn(B)(6) was performed from date of manufacture 07/02/2019 to present date 10/16/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported the device failed force verification pressure test. There was no patient involvement.